Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with failed battery test, battery out limit, and multiple low battery alerts. The customer received a replacement battery cap to try but the battery issues persisted. Troubleshooting was initiated for the failed battery test alarm and low battery alerts. The patient's blood glucose at the time of incident is unknown. The mother confirmed that the batteries would not last more than a week. The mother was advised that her daughter should discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a failed battery test alarm due to a corroded battery tube. Unable to test for battery out limit, low battery alert, self test or displacement test due to the failed battery test alarms. The pump had a cracked battery cap, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window and a scratched case.